Event description:
The blue balloon popped and totally deflated while in the patient. The physician had to hold pressure and the incision was sewed.====================== manufacturer response for carotid shunt, pruitt f3 carotid shunt with t-port (per site reporter)======================what? I just left (B) (6) a message. I have not had any problems in my other hospitals. I am calling (B) (6).